Event description:
It was reported that this pacemaker system exhibited noise on the right ventricular (rv) channel that was being oversensed resulting in pacing inhibition on the right atrial (ra) and right ventricular (rv) lead. The patient did experience asystole lasting approximately 3.3 seconds. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.